Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, yellow particles in device outer surface and broken shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one sharp edge opening in the shell with stress marks and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp edge opening in the shell with stress marks in the side radius assessed as surgical impact opening. Additional, changed, and/or corrected data: h.3., h.6.